Event description:
Customer reported that they experienced an e8 error message during a brachytherapy treatment. The e8 error message was received in fraction 2 during a three channel treatment (gynecological case). The treatment was interrupted in channel 1, position 1 of 12 (scaled dwell time 157.11 sec, delivered dwell time 158.14 sec). The customer did load the treatment plan again, restarted the treatment (channel 1, position 1 not treated again) and successfully finished the treatment with a delay of approx 15 minutes and no further error messages. The overall treatment time was extended by 1.03 sec in relation to the planned treatment time. Investigation of this event has revealed a firmware bug that potentially could result in a mistreatment for treatments with any individual scaled dwell positions that are greater than 120 seconds and are interrupted when between 121 and 179 seconds. In this case 65.5 seconds will be added to the scaled treatment time for every interruption. Varian medicals system will issue a field notification to all potentially affected users shortly.